Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) was confirmed. Upon evaluation, the monitor was unable to complete detect and treat testing. The cause of this was a defective q2 component on the pca board. The root cause of the defective component cannot be positively identified. No adverse event resulted from the damaged monitor.